Manufacturer narrative:
Submit date: 3/11/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2016 that a customer has an issue with a syringe. The customer states there is a brown, sticky contaminant on the syringe. The customer states that the substance can be scratched off and is not embedded within the syringe.